Event description:
The iab leaked. Blood was noted in the tubing. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unknown - reported 09/29/1998. Pt's current status: unk - reported 09/29/1998.